Event description:
It was reported through a clinical study that the patient underwent a primary shoulder replacement. Following the operation, the patient experienced a sensory deficit, described as altered sensation affecting the left thumb and forefinger. Further diagnostic evaluation was planned, including an MRI scan; however, at the time of reporting, the MRI had not yet been performed. The device currently remains implanted. The outcome is considered continuing. No further information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.